Manufacturer narrative:
Device evaluated by manufacturer? No, lens remains implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The reporter indicated the patient had a hyperopic refractive surprise. The lens remains implanted. The patient's post-op ucva was 20/25 on (B)(6) 2015. See MFR # 2023826-2015-01311 for left eye.

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Results code(s): (evaluation result): upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the investigation, no definite root cause for the complaint is determined. Evaluation conclusion code(s) based on the complaint history, device history record review and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The patient had a hyperopic refractive surprise. Two months postoperatively, the surgeon exchanged the lens for another of the same model but different diopter. The exchange resolved the problem. After the exchange, patient's post-op uncorrected visual acuity was 20/20. Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspections found the lens to be within specifications. (B)(4).